Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence & complex atypical adenomatous hyperplasia in (B)(6) 2009 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted in order to tack her bladder. It was reported that following insertion the patient experienced pain, infection, and bleeding. It was also reported that the patient underwent mesh revision on (B)(6) 2011 due to the erosion of the mesh which came through the vaginal wall. No additional information was provided.(B)(4).

Manufacturer narrative:
It was reported that the patient underwent repair of mesh erosion on (B)(6) 2011.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.